Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: (1) retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, (2) forceful retraction and inadvertent incision of the annulus, (3) insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. In this case, the surgeon was not sure if there was a relationship between the device and the event. The root cause for the left ventricle rupture remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information is received, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a 21 mm pericardial aortic valve expired after implant. This valve was originally implanted for aortic valve replacement to treat aortic stenosis. After implant, the patient was transferred to ICU; however, massive bleeding from drainage was detected due to left ventricle rupture. Surgical repair for left ventricle rupture with patch was attempted. In order to control ischemic due to bleeding, percutaneous cardiopulmonary support device (pcps) was connected; however, the patient expired due to multiple organ failure on the same day. The valve will not be returned for evaluation as it remained implanted. The patient also had unsuccessful mitral valve repair and mitral valve replacement surgery during the same procedure.